Manufacturer narrative:
The complaint device was not returned to bsc; therefore, product analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review due to concerns of the possible loss of capture (loc) on the left ventricular (lv) lead. Ts reviewed the provided data but was unable to confirm capture. Ts recommended for further lead evaluation be performed in person. At this time, no adverse patient effects were reported. This lv lead remains in service.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review due to concerns of the possible loss of capture (loc) on the left ventricular (lv) lead. Ts reviewed the provided data but was unable to confirm capture. Ts recommended for further lead evaluation be performed in person. At this time, no adverse patient effects were reported. This lv lead remains in service.